Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely elevated troponin (accu tni) results generated by the by the unicel dxi 800 access immunoassay system for two patient samples. Patient a: a sample from this patient was tested twice and 2 results of ">103ng/ml" were obtained. The sample was tested a 3rd time when a dilution factor of 2 was entered and an accu tni result was "206ng/ml". The original sample was re-tested on a different instrument in the customer's lab and a result of 0.03ng/ml was obtained. Patient b: a result of ">103ng/ml" was obtained when the specimen was tested on the dxi analyzer, and an accu tni result was "negative", when the sample was tested on the different instrument. The erroneous results were not reported out of the lab. There was no effect to patient in connection to this event.

Manufacturer narrative:
Patient a sample was plasma. The sample visually appeared "normal". Prior to repeat testing, the sample was aliquoted, re-centrifuged, and re-tested from a 1ml insert cup. Patient b sample was not re-centrifuged prior to repeat testing on the other system. Qc performed before the event was in range. Per the event information, the customer reported obtaining various error messages in the event log after a technician inadvertently opened the sample presentation unit (spu) prior to it pushing the sample rack. A field service engineer (fse) was dispatched: the fse completed a diagnostic testing a 160 replicate accu tni precision test, and qc testing, and all results passed. The fse reviewed the event log prior to the event and observed that an spu has a rack jam. The run was stopped, and the instrument was re-initialized, which cancelled the utility clean procedure. The fse noted the samples in question were then loaded. The fse re-tested the 2 patient samples and obtained values in the normal range. Data files from the instrument are currently under investigation by bci. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.